Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed several power on resets. The battery cap was not returned for evaluation. During investigation, no damage was found to the battery compartment. A new test battery cap was used for testing purposes and was found to tightly secure to the pump with no issues. The pump powers on to the verify screen with the appropriate audible and vibratory sounds using the test cap. The test cap was used to exercise the pump for 24 hours with no power issues. No evidence of internal moisture or damage was found to the power circuit. The reported complaint was verified in history but not duplicated during investigation.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.